Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that full height drawer 3 was failed. A field service engineer (fse) noticed that the inseparable magnet had failed. The fse replaced the older variety with the latest version. The fse removed the ethernet connection was due to the extended time it was taking to reboot the station. The fse and the customer confirmed that the drawer was recovered and tested multiple times and verified zebra printer configuration. Fse made a settings adjustment needed was switching the unit to direct thermal mode and tested unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer was not detected on bus and user unable to access medications. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.